Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Based on the info provided, it was not clear as to the indication of any occurrence of injury, but maybe the potential for injury. The info we have received is: incident occurred in hospital facility. The facility stated the occurrence of an injury, yet the description of the injury was that this may lead to an injury - unconfirmed if any injury occurred, therefore we decide to report in abundance of caution. The pt did not need to go to the emergency room. For 3 hours that pt was lying on a flat mattress, yet the personnel at the facility were too busy to notice this failure. Based on this statement, it cannot be confirmed as to how long the mattress was that for and whether the low pressure alarm activated (this info was not forthcoming). The product was part of our rental stock and was sent in to our depot for eval/testing with no faults found. It has since been out on other pts with no problems observed. The initial fault could not be replicated. The system has been in and out 7 times since the (B)(6) 2013 without any failure. Service data was checked on the pump and found no records, which confirms that the pump has never had any repairs performed against it. Based on the above info, we cannot confirm the following: the occurrence of any injury. Failure of the device to meet its requirements. Root cause of the deflation. An MDR review of this product was conducted and to date there have been only been four occurrences of pressure failure attributing to the development of a pressure ulcer. MDR # 1000381138-2012-00002 - component failure (calibration issue); MDR # 1000381138-2012-00005 - misuse error - incorrect therapy provided; MDR # 3005619970-2013-00005 - component incorrectly fitted; MDR #3005619970-2013-00010 - component failure (compressor). With no fault found with the device after eval, we cannot confirm any relation to the previous events. (B)(4). In conclusion, it is difficult to address the root cause of the issue based on the info supplied to us by the facility, however as there was a suggestion of the potential for injury we have reported this event to the authorities in abundance of caution. Our pms (post market surveillance) data suggests that this is not a common occurrence with this device with no deaths reported. We could not establish any fault with the device or the occurrence of injury. We will continue to monitor this type of event and should any additional info become available, we will re-open our investigation into the root cause.